Event description:
Pt w/ bilateral subglandular inframammary gels (unk type/size/MFR - no records) for augmentation in 1979. The rt encapsulated and had to be replaced in 2 months, but rehardened quickly. Pt lived with it until 1987 when they had removal (possible capsulectomies - no records) with replacement and lift (unk type/size/MFR - no records). Pt c/o being too large, redrooping and rt encapsulated. Progressive with bilateral severe pain. In addition pt c/o systemic symptoms including arthralgias, (positive am stiffness)/myalgias, paresthesias/dysesthesias, swelling, fatigue, sleep disturbances, hot flashes, ha's, gum disease, visual changes, dizziness, memory loss, hair loss, sensitivity to sun/chemicals, chest pain, weight fluctuations, gi/gu disturbances, with pelvic pain, plus easy bruising. Pt is otherwise healthy.